Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be intractable spasticity and multiple sclerosis. It was reported that the patient had lost 100 pounds and the pump pushed through the thin skin at the original incision site and was "hanging out of the body." The doctor was planning on explanting the system on (B)(6) 2019 due to an infection with no plans to implant again. The issue was not considered resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - with injury, with the injury noted as the above issue. It was noted the customer was not notified that the device should be returned due to the pump explant being "for medical reasons not related to the pump." No further complications were reported.